Event description:
It was reported that the 9600 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cmos was reset and the hard drive controller was reconfigured during the service call. The system was tested and found to be working as intended, and put back into service.